Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported suction break with a lasik patient interface. Additional information has been requested.

Manufacturer narrative:
Visual inspection of the applanation cone shows liquid remaining on cone, which indicates eye contact. After carefully cleaning of the applanation cone the functional inspection of the patient interfaces shows no deviation during detection and focus control of the patient interface. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. So the reported problem can not be reproduced during testing and no contributing factors can be identified. There is no problem with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).